Event description:
It was reported that during a routine follow up visit, the patient's right atrial (ra) lead had high thresholds, was unable to capture, and was undersensing. The lead was reprogrammed and remained in use. A few days later the patient experienced shortness of breath. The lead had become dislodged and perforated. It was further noted that the lead was difficult to place. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.